Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, lot #: unknown, ubd: unknown, UDI #: unknown; product ID: 9733627, lot #: unknown, ubd: unknown, UDI #: unknown, device evaluated by MFR: no products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the local representative (cs) booted up the system earlier, the blue power button light was illuminated and he said there was a loud continuous beeping coming from the system. He did a hard shutdown. This was all before he called in. After taking off the covers, the system booted up normally. They did multiple reboots and were unable to replicate the issue. A hospital staff member was with the cs at the time he called and said it's "been behaving weird," but was unable to clarify and has not called anything in. It was noted that it was a possible uninterrupted power supply (ups) issue. There was no patient involved. Additional information was received. It was reported that the cs did further testing and had left the system powered on overnight and the issue re-occurred and the system was not holding charge. Cs requested both battery and ups.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. The ups, batteries, and cooling fan were replaced. Codes b01, c02, c07, and d02 are applicable. The returned ups was analyzed. It was found that when connected to a known good battery and ac, it was not consistently switching between ac and battery power. At one point the ups shut down immediately when ac was disconnected. At another, the ups fluttered between ac and battery power when ac was reconnected. Codes b01, c02, and d02 are applicable. The returned battery was analyzed, and no failures were found. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.